Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of "hi" (>600 mg/dl) and 260 mg/dl within 1 minute on the aviva combo system. No actions taken based on device results. No adverse event reported in relation to this complaint. Requested return of suspect device and replacement was sent.